Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box showed no evidence of power on reset events. The battery cap and cartridge cap were not returned. All testing was performed with test caps. The pump intermittently powered up with the test battery cap to a dim and discolored display. The battery cap fully tightened. The battery compartment was cracked in the thread area. Evidence of moisture was found in the battery compartment. A leak was found in the battery compartment. The pump case was removed to find no additional moisture. The intermittent power issue was due to moisture corrosion.